Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer stated that the screen and the reservoir compartment was damaged and reservoir did not locked into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube threads and cracked reservoir tube lip, stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).